Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, an unspecified foreign matter was observed in the deaeration chamber of a prismaflex st100 set. The nurse proceed with treatment after this was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection showed a particule on the deaeration chamber. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.